Event description:
It was reported that the insulin pump had a blank display. The blood glucose reading was 136 mg/dl. The customer stated that the insulin pump had been dropped and fell out of her pocket twice. No physical damage to the device was observed. Troubleshooting did not resolve the issue. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display due to battery tube connector not plugged properly into the interface board. The device had a missing end cap sticker, cracked battery tube threads and cracked reservoir tube lip.